Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the battery life was diminished and after changing battery, the insulin pump lost settings when insulin pump had shut down and there were small scratches and had unexplained no delivery alarms and insulin pump had shut down completely. The blood glucose was unknown at the time of the incident. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had minor scratched lcd window.